Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedances and oversensing of noise. A lead fracture was suspected. The patient was hospitalized with a lifevest, and the lead detections were programmed off. The lead remains implanted. No patient complications have been reported as a result of this event.